Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2024 there was an issue with cement post-mixing. The consistency of cement after mixing was very dense, non-plastic, which makes it impossible to serve cement. In addition, the volume after mixing about 5cc instead of about 11cc. The cement was prepared according to the surgical technique guide and was stored and used at 20c. Time mixing was 50 seconds and it began to set at 10 seconds. Equipment was used from the packet. To complete the procedure the physician used another similar product. No consequences for the patient reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. The crystalline tube is half full with not mixed homogeneous hardened cement. The mixing device was retuned with hardened cement at the bottom. No evidence was found to indicate any damage or failure of the device a complete functional test was unable to performed due to condition of the received device. Therefore, the complaint condition was unable to be replicated. However, a retain test was performed by the vendor blackpool, the result of the testing revealed no deviations for product code 183901001, lot 4366449, hence a faulty product was excluded. Properly handling and attention to the approved use of the device diminishes the risk of failure. Instructions for use for confidence spinal cement system®¿11cc kit 0902-90-055 rev. K were reviewed and the following instructions are mentioned: procedure caution: it is essential to maintain strict sterile technique during the spinal cement procedure and during all phases of handling this product. Follow the cement preparation instructions carefully to ensure the cement has reached the appropriate consistency. Failure to follow those instructions or premature injection of the radiopaque spinal cement may negatively affect the outcome of the procedure. 1. In addition to carefully reading and following the procedure instructions below, please reference the confidence spinal cement system ¿11cc kit surgical technique manual for more detailed instructions. 2. The confidence 11cc high viscosity spinal cement is ready for use immediately following mixing of the cement components. 3. The introduction of the cement should be performed under continuous radiological control. 4. The introduction should be stopped when the operator judges the vertebral filling to be satisfactory, or when a risk of leakage of cement appears. 5. With the operating room and material temperature of 20°c, the different phases are as follows: ¿ mixing: 40-60 seconds ¿ filling the delivery system: 1-2 minutes ¿ application phase: 9 minutes (following components mixing) ¿ hardening (setting): 4 minutes 6. Acrylic cements are heat sensitive. Any increase or decrease in temperature (either ambient, and/or of the cement components), from the recommended temperature of 68°f (20°c) will affect the handling characteristics and setting time of the cement. Refer to the temperature-time chart at the end of these instructions for further information. Note 1: manual handling and body temperature will reduce the final setting time. Note 2: when used with confidence perimeter spinal cement system ®, please follow the temperature-time table provided in the confidence perimeter package insert. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the confidence kit, no needles would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 283913000 lot number: 400825 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 23 may 2024 manufacturing site: jabil le locle expiry date: 30 apr 2026 updated on 22.11.2024 cement: product code : 183901001 batch number: 4366449 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.